Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was not able to confirm nor reproduce the reported complaint. The grip test was performed with no issue. The continuity test passed on the system too. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the force bipolar instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the hinge came off track inside the patient on a force bipolar instrument. There was no fragment retained per surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. There was no report of tissue entrapment, bleeding, or injury to the patient. The reporter stated the staff is aware the instrument needs to be inspected prior to use, but it is unknown if it was done this time. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. No abnormalities were noted with the instrument. On 07/17/2025, intuitive surgical, inc. (Isi) received mw5172118 stating: a force bipolar (da vinci instrument) had a broken hinge that came off track inside the patient. No fragment retained per surgeon; 8/12 lives remain on the instrument. This will be returned for reimbursement on the remaining lives.